Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent to a slightly calcified lesion in the lcx with 99% stenosis and little tortuosity but the balloon could not fully inflate. The stent was expanded with another balloon catheter. The lesion had been pre-dilated. No patient health hazard occurred. Evaluation summary: there was crystallized residue present in the inflation lumen and balloon. The device was placed in a waterbath to disperse the residue. On removal of the device from the waterbath negative prep was performed with no leak detected. The balloon was inflated to 16 atms (rated burst pressure) and successfully maintained pressure. The patency mandrel was then removed from the inner lumen and the balloon was again inflated to 16 atms to check for leaks from the lumen, no leak was detected. Visual inspection confirmed there was no damage to the inflation lumen or balloon bond which could have prevented inflation of the balloon.

Manufacturer narrative:
Evaluation results: no failure detected ¿ (balloon was inflated to rated burst pressure.) (Root cause of the event could not be determined). Evaluation conclusions: (root cause could not be determined). Device evaluated and alleged failure could not be duplicated ¿ cause of event unknown ¿ (balloon was inflated to rated burst pressure). (B)(4).